Event description:
It was reported that this insertable cardiac monitor (icm) reached the rrt status approximately 7 months after implantation. Premature battery depletion was confirmed, as the icm was depleted prematurely. The voltage fell rapidly after on (B)(6) 2025; however, the root cause is unknown. The icm remains in service, and no adverse patient effects have been reported.

Event description:
It was reported that this insertable cardiac monitor (icm) reached the rrt status approximately 7 months after implantation. Premature battery depletion was confirmed, as the icm was depleted prematurely. The voltage fell rapidly after (B)(6) 2025; however, the root cause is unknown. The icm remains in service, and no adverse patient effects have been reported. The icm was explanted due to a product performance issue related to premature battery depletion.

Manufacturer narrative:
This report is report is being submitted do additional information confirms the icm was explant. 1. Adverse event/product problem (b1), outcomes attrib to adv event (b2) and describe event or problem (b5) in section b, adverse event/product problem 2. Explant date (d6b) in section d, suspect medical device. 3. Impact codes (h6) in section h, device manufacturers only. This supplemental 02 - this insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. A visual inspection of the device revealed no anomalies. The device was unable to complete returned-product testing due to a telemetry failure. Internal system data was retrieved, which indicated a battery system fault had occurred. An x-ray inspection of solder points showed no anomalies. The device housing was opened to expose the internal circuitry. The battery voltage was measured, and then the battery was removed from the circuit. External power was applied to the hybrid circuit, and the resulting current drain was found to be within normal expectations. The removed battery was sent for further laboratory analysis. The battery lab determined that an internal anode-to-cathode breach had occurred, which is being addressed under the associated corrective-action process. Based on the finding of the battery anode ribbon breaching to cathode. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough analysis of the returned device and review of the reported complaint, boston scientific has assigned an investigation conclusion code of manufacturing deficiency.

Manufacturer narrative:
This report is report is being submitted do additional information confirms the icm was explant. 1. Adverse event/product problem (b1), outcomes attrib to adv event (b2) and describe event or problem (b5) in section b, adverse event/product problem. 2. Explant date (d6b) in section d, suspect medical device. 3. Impact codes (h6) in section h, device manufacturers only. This supplemental 02 -this icm device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The device could not be interrogated; as such, the device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery which resulted in the battery depleting more quickly than expected. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough analysis of the returned device and review of the reported complaint, boston scientific has assigned an investigation conclusion code of manufacturing deficiency. This supplemental 03 - updated the additional MFR narrative (h11) of device manufacturers only tab and describe event or problem (b5) of adverse event or product problem tab.

Event description:
It was reported that this insertable cardiac monitor (icm) reached the recommended replacement time (rrt) battery status approximately 7 months after implantation. Technical services (ts) was consulted and after performing a review of stored device data, ts advised the device did appear to be depleting prematurely; however, the root cause was unknown. This icm was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This report is report is being submitted do additional information confirms the icm was explant. 1. Adverse event/product problem (b1), outcomes attrib to adv event (b2) and describe event or problem (b5) in section b, adverse event/product problem. 2. Explant date (d6b) in section d, suspect medical device. 3. Impact codes (h6) in section h, device manufacturers only.

Event description:
It was reported that this insertable cardiac monitor (icm) reached the rrt status approximately 7 months after implantation. Premature battery depletion was confirmed, as the icm was depleted prematurely. The voltage fell rapidly after (B)(6) 2025; however, the root cause is unknown. The icm remains in service, and no adverse patient effects have been reported. The icm was explanted due to a product performance issue related to premature battery depletion.